Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. It was identified that the batch number (7167488) was not found for (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20 g x 1.16 in bd angiocath plus¿ venous catheter had foreign particles on the threading catheter. Found before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: 1 actual sample without flow plug and packaging were returned for investigation. Figure 1: actual sample. The samples were subjected to visual inspection. V-cut was observed on the returned sample. No fm was observed on the returned sample. No DHR was reviewed as the batch number is unknown. No preventative maintenance, calibration and equipment history records were reviewed as the batch number is unknown. Figure 2: v-cut observed on returned sample. Investigation conclusion: v-cut was observed on the returned sample. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Was the product within specifications? No. Root cause description: the v-cut could have been caused by the cannula pierced through catheter. The cannula pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. However, there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process. Hence, the root cause of the nonconformance could not be determined. The trend of this nonconformance will be monitored. Rationale: there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process.